Manufacturer narrative:
Device evaluation results: the reported incident could not be duplicated. The device met delivery specifications when tested by qa and when further tested by service. Standard service product inspection and 24- hour test revealed no faults or issues with the pump.

Event description:
Reportedly, the flow rate was too fast. The biotech was testing pump with normal saline. No pt was involved. The tech did not record rate and volume.